Event description:
The customer reported that the monitors remained blank when the system was booted up. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was evaluated and replaced and the software was installed and the backup was restored. No additional service information was provided.